Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, it was believed that the sheath catheter had dissected the coronary sinus. Upon venogram imaging, it was noted that the patient experienced a pericardial effusion and the physician was uncertain what may have caused it. No additional intervention was performed. The patient was in stable condition prior, during, and post operation.